Event description:
It was reported that a patient's right atrial lead was found to be experiencing noise when interrogated by the physician. This was later found to be due to lead fracture. The lead was explanted and replaced.

Manufacturer narrative:
The reported event of noise was confirmed while the reported event of lead fracture was not confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion due to friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. Further analysis found another external insulation abrasion due to friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of noise was isolated to the abrasions breaching the outer insulation and exposing the outer coil. X-ray examination did not find any indication of conductor fractures.

Event description:
New information notes that the lead was explanted on (B)(6) 2022.